Event description:
Upon revision the insert was found to be worn, flaked anteriorly and delaminated.

Manufacturer narrative:
Summary of evaluation: the information provided and the examination results suggest that this event is not device related but rather is associated with component positioning or ligament balance.